Event description:
Pt with suspected coronary artery disease underwent a diagnostic cardiac catheterization and was prepared for a percutaneous transluminal coronary angioplasty. A sheath was inserted into the right femoral artery. After the passage of guiding catheters and wires the sheath sheared off at the hub and ascended into the pt's aorta. Surgical intervention was required for the removal of the sheath. Eval: medical director of the cardiac catheterization lab had all co sheath catheters removed from service and contact was made with the MFR. The MFR came on site 10/4/94 and inspected the original catheter. Catheters from the same lot number were given to the MFR for further investigation and eval.